Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the 4 way valve is stuck. No other information provided. As stated on the repair statement additional malfunction on this device: on/off switch control panel has no alarm.